Manufacturer narrative:
Ventec performed an initial evaluation on the device but a conclusion is not yet available. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported that a device unexpectedly shut down while a patient was under treatment. There was no patient harm reported.

Manufacturer narrative:
H6. Ventec performed an investigation on the returned device.the reported event of unexpected shutdown was confirmed. It appears that the device has been dropped. Ventec replaced the motherboard printed circuit board (pcb) as a precaution. After replacing the pcb, proper device operation was observed through functional and performance testing. The cause for the reported issue could not be conclusively determined.